Event description:
The customer reported that following a ptca/stent procedure in 2000, a vasoseal es was deployed. Following deployment, it was noted that the collagen plug was intra-arterial. The pt was taken to surgery where the collagen was removed. No further complications were reported. No further info was made available at the time of the initial report.